Manufacturer narrative:
Device evaluation summary: according to the information received, the patient developed capsular contracture around the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 700cc saline breast prostheses when the left breast prosthesis deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed during an office visit. Additionally, the patient developed capsular contracture (baker grade unknown) in both breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2025. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-14120 for the report for the patient¿s left breast prosthesis.